Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had an uncomfortable placement of the implantable neurostimulator (ins) in 2014. The ins was placed by the rib cage. It was stated that because of the placement of the stimulator, it was giving them more pain than it was helping with and was very uncomfortable. They had to have the ins repositioned because the stimulator was sitting on their spine and this started in 2014. They repositioned the ins by putting it in their rib cage and stated that right after the placed it there it became uncomfortable there too and was had to charge. It was hard to charge because of where it was put and they would have to ¿kind of twist¿. The reason they had the ins taken out was due to these issues and it was taken out on (B)(6) 2016. Other relevant medical history includes non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.